Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump had button error. Customer stated that insulin pump was rejecting new batteries. Insulin pump had no delivery alarm frequently. No harm requiring medical intervention was reported. The customer will continue the use of device.

Manufacturer narrative:
Retainer ring = black. Customer returned device for alleged unresponsive keypad, failed battery alert, and insulin flow block alarm found on 24-mar-2022. The device passed the displacement test, rewind, prime/seating, basic occlusion test, force sensor test, and occlusion test, sleep current measurement, and active current measurement. Device fails self test due to pump error 63. No unexpected power loss alarms/alerts/anomalies noted during testing. Successfully downloaded history files and traces using thus. No unexpected insulin flow blocked alarms noted during testing. No keypad anomalies noted during testing. No stuck button alarms noted during testing. All buttons were tested individually for their functionality; no damage to keypad traces and j1 connector on pcba 1 was not unlocked during visual inspection. Successfully downloaded history files and traces using thus. Confirmed stuck button alarm on 03/24/2022 at start time 08:18:34.000. No power loss alarms/alerts noted in downloaded history on event date. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Verified the pump alarmed no delivery during bolus on 03/19/2022 at start time 21:07:24.000. Confirmed pump error 63 on 08/09/2022 at start time 09:28:03.000with variable 03. Keypad overlay was peeled and traces of u1 on the keypad assembly were examined and found cracked solder joint on pin 4. Test p-cap and reservoir locked properly into reservoir compartment during testing. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor, or force sensor. The following were noted during visual inspection: battery tube threads - cracked, cracked keypad overlay, missing display window/cover, stained keypad overlay, partially broken retainer, cracked case-corner of belt clip rails, pillowing keypad overlay, and serial number label missing. Unresponsive keypad was unconfirmed during functional testing. No stuck button alarms noted during testing. Pump passes keypad voltage test. Failed battery alert not confirmed. No failed battery alarms during testing. No unexpected insulin flow block alarms noted during testing. Pump error 63 due to cracked solder joint on keypad assembly. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.